Event description:
It was reported that during an unknown procedure, clip applier is not firing properly. The clips comes on as not pressed.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2025. D4: batch # m9am9m. Additional information was requested and the following was obtained: "1. Could you please clarify if there were any patient consequences? As far as I have been notified from the nursing staff there were no patient consequences as the issue occurred prior to use on the patient. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No change in post-op care for the patient". The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.